Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had power error detected alarm every 4 hours. Customer cannot recall blood glucose at the time of incident. Troubleshooting was performed. Customer reports pump had not been exposed to temperatures below 41°f. Customer called back and the issue reoccurred. The insulin pump will not be returning for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the device alarmed power error 25. Adapt indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power error 25 due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly.